Manufacturer narrative:
Manufacturer testing of returned samples was not able to replicate the "adhesion is not optimal" reported by the customer. The root cause for the "adhesion is not optimal" reported by the customer could not be unequivocally determined from the information available. Although the information available indicates that no adverse consequence(s) to a patient(s) has been reported to the manufacturer, the circumstances involved in this complaint have previously resulted in serious injury. If additional information is received an additional follow up report will be submitted.

Event description:
On 28 march 2025, leica biosystems received the following information: "customer is complaining that adhesion is not optimal for skin samples, when comparing to the previous apex slides manufactured in richmond." On 08 april 2025, leica biosystems received information additional patient tissue samples were available and re-biopsy was not recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.